Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reat0934 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during the catheterization on (B)(6) 2018, when catheter preflushing was performed, it was found that the catheter was leaking. After that, the catheter was replaced with another one for catheterization.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3fr groshong catheter. The sample was received with an inlaid stylet and an unassembled two-piece connector. Usage residues were observed within the catheter. A small split was observed between the 5cm depth marking and the valve. The split occurred near the distal end of the inlaid stylet. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. The stylet tip protruded from the split during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. The location of the damage and the split characteristics were consistent with the stylet tip perforating the catheter wall. Such perforation can occur if insertion is attempted without flushing the catheter, which can cause the tip of the catheter to fold over at the stylet tip. The product IFU states ¿flush the catheter with sterile normal saline prior to use.¿ a lot history review (lhr) of reat0934 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the catheterization on (B)(6) 2018, when catheter preflushing was performed, it was found that the catheter was leaking. After that, the catheter was replaced with another one for catheterization.